Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted that the expiratory valve was stuck. The breathing circuit was cleaned, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.